Event description:
Pump ran continuously during shoulder scope. The unit was set at 75mmhg at 100% flow rate. The pump was turned off and back on, without success. The tubing was changed after realizing the original tubing chamber was full and collapsed. The pump then ran fine. When drapes were removed extravasation was noted around face and neck area. At the end of the procedure, pt had to be intubated again due to a blocked airway. Patient was admitted to the hospital for 4 days. The hospital performed two other cases without any problems the following monday. This device is used for treatment.